Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Event description:
It was alleged by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity and have undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, as a result of having the product implanted, the patient has experienced vaginal and rectal mesh erosion requiring surgery, perirectal abscess at the incision site requiring incision and drainage, recurrent perirectal abscesses, dyspareunia, vaginal bleeding, urinary urgency, fecal incontinence, recurrent infections, vaginal pain, chronic pelvic pain, abdominal discomfort and increasing depression.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced lower rectal discomfort, appendectomy ((B)(6) 2010), difficulty initiating stream, burning after urination, perirectal and perianal pain, bacterial vaginosis and underwent mesh excision in ((B)(6) 2009).